Manufacturer narrative:
The field service engineer (fse) found that the cause was due to a water quality issue, likely caused by bacterial contamination following service on the water system's filtration membrane the previous day. The fse resolved the issue by performing a system decontamination, a basic health check, and replacing the reagent pack. System performance was verified by passing all calibration/qc tests, confirming assay precision, and completing the hardware check. Water requirements are within the customer¿s responsibility. There was no product problem.

Manufacturer narrative:
The reagent lot number was 88207801 with an expiration date of 31-aug-2026. The customer indicated that qc was okay. The field service engineer (fse) determined that the cause of the issue was a water quality problem, likely resulting from bacterial contamination following service on the water system's filtration membrane the previous day. The issue was resolved by performing a system decontamination, a basic health check, and replacing the reagent pack. System performance was verified by passing all calibration/qc tests, confirming assay precision, and completing the hardware check. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for two patient samples tested on a cobas 8000 cobas c 701 module. Sample 1: the initial result was 7.9 mg/dl. The repeat result was 9.7 mg/dl. Sample 2: the initial result was 8.3 mg/dl. The repeat result was 10.9 mg/dl. The repeat results were deemed correct. The test was repeated due to several low results and delta checks.